Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in diag1 with 99% stenosis and 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Following placement of the stent, the pt complained of severe right jaw pain that radiated to their chest. There was minimal antegrade flow with evidence of a distal edge dissection. A 2.0 x 18 mm pixel stent was placed in overlapping fashion distally in the first diagonal. There was 0% residual stenosis. The pt continued to complain of severe chest pain, which was relieved with administration of intracoronary cardizem. Attempts to wire the occluded lad were unsuccessful. The pt was transfeered to the recovery unit in stable condition. Following the procedure, the pt's urine output continued to decrease and their creatinine to rise. Urine output was 2050 ml. The following day, urine output was only 520 ml with bun 22 and creatinine 1.5. One day after, urine output was 275 ml with creatinine 2.3. By 4th day, the pt had bun 47 and creatinine 3.3. The pt had also developed severe hyponatremia (serum sodium was 121). The pt was noted to be in oliguric acute renal failure and the plan was to restrict fluid intake, utilize furosemide, and obtain a left renal ultrasound to rule out obstruction. (Unknown if any or all of these steps were taken). The pt was discharged 2 days later and died at home the following day. The death certificate notes acute renal failure as the immediate cause of death.